Manufacturer narrative:
The failure for overheating/smoke was not confirmed by the repair technician through functional evaluation. Disassembly and visual inspection confirmed the flex assembly was damaged/burned.

Event description:
It was reported that during a surgical procedure at the user facility, the device popped, overheated and smoked. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device popped, overheated and smoked. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.